Event description:
It was reported to medtronic minimed that the customer reported battery failed alarm, unexpected battery power loss, crack on the battery compartment. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer received a replace battery alarm. The timing was less than 8 hours from low battery warning to replace battery alarm. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed active current test, sleep current test and self-test. Successfully downloaded history files and traces using thump. No failed battery test noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. Battery cycle 10.0 received the lowbatteryalert (104) on 07/28/2025 15:11:00 faster than expected at 0.0 days. Battery cycle 5.0 received the lowbatteryalert (104) on 07/28/2025 14:13:00 faster than expected at 0.0 days. Battery cycle 3.0 received the lowbatteryalert (104) on 07/25/2025 06:29:00 after more than 7 days at 15.27 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, label damage (stained) and cracked case (battery tube). Pump passed all required testing. No failed battery test noted during analysis. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss confirmed, problem isolated to electronic assembly. Cosmetic damage located at the battery compartment confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.